Manufacturer narrative:
Manufacturer's investigation conclusion: associated MFR for the documented history of lesion: 2916596-2022-01457 the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for major bleeding in their upper gastrointestinal (gi) tract. A cardiac catheterization was performed and the patient was transfused with less than four units of red cell concentrate per 24 hours. They were also given warfarin and aspirin. There was a documented history of a lesion/condition in the organ site of bleeding. The patient was discharged on (B)(6) 2022.